Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit passed displacement test, active current measurement and selftest. No unexpected battery power loss anomalies noted during testing or in the pump trace download. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit. Unit received with high sleep current measurement due to moisture damage on electronic board stack. Moisture damage on force sensor assembly and motor assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery power ran out quickly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.